Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n215045, implanted: (B)(6) 2010, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the pocket revision was that a small segment of the deep brain stimulator (dbs) extension (about 1/2 of an inch) eroded through the skin just right above the pocket incision in the subclavicular area and was visible outside. Skin redness and a slight edema could be seen around the erosion. The electrode impedance was tested along with neurostimulator settings in the patient pre-operative area, and proper functioning of the system was confirmed. The neurosurgeon cut out a small segment of the skin around the eroded tissue - an "oval probably about 1 1/2 inches in horizontal direction by 1/2 an inch vertically. They separated the extension from the oval piece of skin and discarded that piece. No damage to the extension could be seen. The extension loop was placed under the neurostimulator and they stitched the neurostimulator to the subcutaneous tissue/muscle fascia through the opening he made and stitched two free edges of the skin together. No system components were explanted. The patient outcome was not known.

Event description:
It was reported they thought patient was going to have a pocket revision the day after report but they were not sure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.